Manufacturer narrative:
This report is submitted on august 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and was reimplanted with another cochlear device during the same surgery.